Event description:
Patient in operating room undergoing a procedure when operating table started to move from trendelenburg position to reverse trendelenburg position. Anesthesia stated control mechanism was not working properly. Surgeon unable to see the tip of urocellerator blade as the table continued to move. When table returned to trendelenburg, the surgeon noted a superficial laceration of the rectrosigmoid. No repair was needed. Procedure: exam under anesthesia, laparoscopic supracervical hysterectomy and bilateral salpingooophorectomy.